Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had experienced fever after the permanent implant procedure. It was reported that the event was related to the implant procedure and not the device itself. The patient was treated with medication and patient recovered.